Manufacturer narrative:
Correction information was provided in h.11. Based on further reassessment, when the lens was loaded and the surgeon was holding it, the lens prematurely came out of the cartridge before delivery into the eye. The lens was reloaded, and while inserting it into the eye, the lens got stuck in the wound, so it was reloaded again. Then, the lens got stuck in the cartridge, which was solely the cause of user error, without patient harm. Based on this information, this event no longer met reporting criteria per applicable regulation, because the malfunction did not result in the failure of the device to perform its essential function or compromise its therapeutic, monitoring, or diagnostic effectiveness, which could cause or contribute to a death or serious injury or other significant adverse device experiences required by regulation; and although recurrence was presumed, it would not be expected to cause or contribute to a death or serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when the lens was loaded and the surgeon was holding it, the lens prematurely came out of the cartridge before delivery into the eye. The lens was reloaded, and while inserting into the eye, the lens got stuck in the wound, so it was reloaded again. Then the lens got stuck in the cartridge. The surgeon requested a new lens, new cartridge, and new injector. New items were given, then checking and loading were done, and the procedure was completed on the same day. Everything went well. Additional information has been requested, received and stated there was no patient harm.